Manufacturer narrative:
At this time, the customer will not be returning the device for evaluation. The customer contact reported the piezo alarm of the device was replaced at the user facility and the device was returned to clinical service. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported that during preventive maintenance testing at the user facility, channel 3 of the device did not sound an audible alarm tone during an alarm condition. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional information was provided.